Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood levels, which the patient tried to treat with a manual injection and attempted to bolus. Reportedly, the blood glucose level was over 1000 mg/dl and the cannula was found to kinked upon removal. The infusion set was used for half a day. Subsequently, on (B)(6) 2019, the patient was hospitalized due to high blood glucose levels and diabetic ketoacidosis. During hospitalization, the patient received an insulin drip and fluids (drug name unknown) which resolved the issue. Further, on (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.